Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the e226 (scope communication error) to occur is traced to component failure due to corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had scope communication error code e226. This was discovered during inspection for use. There were no reports of patient harm.